Event description:
It was reported from the field that the patient presented to the ER after receiving several aborted and delivered hv shock therapies. A review of the egm showed noise on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.